Event description:
Information received indicates the caster will roll several inches when in brake and the steer caster is not locking into the steer position.

Manufacturer narrative:
The technician replaced the worn casters to repair the stretcher.